Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified during a planned stent implant procedure. The procedure was completed by restarting the system. A philips field engineer (fse) inspected the system onsite and confirmed the issue. Troubleshooting and review of the system logs determined that the hospital power was down in the room and that the user had not restarted the system correctly the first time. It was also noted that the flat panel interface board was not visible upon start up. The issue was resolved by the time the fse arrived. The fse instructed the user on the correct restart procedure when the hospital power is down and replaced the flat panel interface board. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The root cause of the event was determined to be a loss of power to the system as a result of the hospital power being down and the user incorrectly restarting the system. However, the issue was resolved once the user correctly restarted the system. No information was received to suggest or allege that the system malfunctioned or did not operate as intended. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not startup after a power outage. After restarting three times the system came up correctly. The system was in clinical use. No user or patient harm has been reported.